Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an intrathecal unknown medication via an implanted pump for n on-malignant pain and failed back surgery syndrome. The patient believed he had another granuloma {refer to manufacturing report # 2182207-2009-05150 regarding the first granuloma} because of the "increased/excruciating pain" where the catheter tip was. The patient believed he had a granuloma as symptoms began six weeks ago ((B)(6) 2016) the patient¿s nerves were causing pressure on his legs and beginning a couple of weeks ago ((B)(6) 2016) the patient had fallen twice "the last few days" with walking issues. The symptoms had become worse and worse with a gradual onset. The patient called the clinic last week where he had a falling out a year ago with the doctor the (B)(6) was involved with that doctor so the patient believed the doctor was no longer practicing as they never called the patient back. On the morning of this report when the patient tried calling the clinic again there was a recording and the patient¿s doctor was not listed as a practicing physician there. On (B)(6) 2016, the patient went to the emergency department (ed) about the issues had been experiencing and they ignored the patient for two hours. The patient would go to the hospital on the date of this report. Physician listings were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.